Manufacturer narrative:
The pump was returned to animas and evaluated. The pump download history verified one power interruption on (B)(6) 2011 at 3:16 pm. Power and insulin deliveries were resumed by the user at 3:23 pm. The battery cap returned with the pump was able to fully tighten until the o-ring was seated and not visible. The pump was exercised for a minimum of 24 hours on a 2 unit per hour basal rate and no power loss or rebooting were duplicated. The top slot of the battery cap was slightly stripped. The pump was tested on a 29 hour flow accuracy test and found to be delivering the accurate basal rate. Pump cover was removed to inspect the power flex and internal components for intermitting conditions; no defects were found. The daily insulin delivery totals recorded in the pump history correctly reflected the programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in pump or alarm history.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that a pump lost power during the night. The patient reportedly woke up with a blood glucose (bg) level of "537 mg/dl." The reporter denied that medical intervention was required. The reporter also denied that the pump suffered any trauma or was exposed to water. The battery cap, o-ring, threads, and metal contacts were reportedly intact. No cracks on the pump or battery cap were observed. In addition, no associated alarms were noted. The pump was returned to animas and evaluated. The pump download history confirmed a power interruption on (B)(6) 2011 at 3:16 pm. At 3:23 pm that same day, the pump history revealed that the user was able to restart insulin delivery. Through the investigation, no insulin delivery defects were found. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly developed an elevated blood glucose (bg) level that meets animas' criteria for a serious injury. It is unclear, however, what date/time the elevated bg result was obtained in relation to when the reported power interruption occurred.